Event description:
(B)(4). States: "IV pump infusing norepinephrine for maintaining patient blood pressure stopped working (infusing) without alarming. Malfunction caught by noticing a significant drop in patient's blood pressure." Customer stated that the pump did not audibly alarm when the infusion stopped; it was blinking a visual alarm for communication error. The nurse noted the bp dropped, powered the device off and then back on, and it worked fine after that. The bp came back to normal, and the nurse thought the infusion had been off for about 10 minutes. Event occurred in the emergency room where there are 8 pumps dedicated to that unit. The event device was put back in circulation without the sn being recorded so the biomed checked all 8 and found no problems. Although requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.